Event description:
A report was received that the patient¿s scs system stopped working. High impedance was noted. The patient underwent a revision wherein the lead was replaced and the physician observed that there was some fraying at the base of the lead. The patient was doing well post-operatively.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s scs system stopped working. High impedance was noted. The patient underwent a revision wherein the lead was replaced and the physician observed that there was some fraying at the base of the lead. The patient was doing well post-operatively.